Event description:
Information was rec'd from the customer that the device allegedly shut down and did not resume function when a test of the facility back-up power system was conducted. The pt using the device at the time reportedly de-saturated and was bagged to restore normal oxygenation levels. No pt harm was reported. The device was manually reset and placed back into use according to the report. Requests for additional info have not been honored. The device has not been returned to the MFR for further investigation. This device is intended for use with a spontaneously breathing pt and does not include a back-up power source. If power is interrupted to the device for ten seconds or longer, the device will stop functioning and must be manually reset to continue delivering the set therapy levels. According to the available info, the device appears to have functioned to specifications.

Manufacturer narrative:
The device was not returned to the MFR for eval. The device was returned to pt use after it was manually reset.